Event description:
Catheter ripped off.

Manufacturer narrative:
The batch history file complies with our specifications and does not present any discrepancy. No other similar incident was declared to us on this batch of access ports, sold since (B)(6) 2014. The device was received for analysis. The catheter rupture occurred at the level of the exit cannula tip. The rupture is clear. The access port system was implanted less than 3 months. It seems to have been cut/damaged during the implantation procedure, probably during the catheter mounting onto the exit cannula. The catheter fracture seems to be due to the extension of a damage accomplished during the implantation procedure. The incident is not imputable to the device, no corrective action is envisaged.